Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure using two prostyle devices. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed as a material separation of the suture to posterior needle tip. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case the indication is there was a bilateral needle to cuff connection, that separated at the posterior needle tip to suture swage. There is no indication of a product quality issue with respect to manufacture, design or labeling.